Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the death. It was reported that the initial mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted a mechanical aorta valve and a challenging transseptal puncture. On (B)(6) 2018, two clips (80822u232, 80531u166) were deployed; however, the mr remained at 4. On (B)(6) 2018, the patient experienced a cerebrovascular accident and died. Thrombosis was suspected. It is possible that the stroke was due to protamine "sulfaat" that was administered post-procedure or due to the suspected thrombosis. It could not be confirmed if the clips caused or contributed to the thrombosis. No additional information was provided.

Manufacturer narrative:
Internal file number -(B)(4). It could not be determined which implanted clip experienced the reported issue; therefore, the part/lot numbers, manufacture dates and expiration dates have been provided for both implanted clips: part / lot numbers: cds0602-xtr/80822u232. Date of manufacture: 22-aug-2018. Expiration date: 22-aug-2019. Part / lot numbers: cds0602-xtr/80531u166. Date of manufacture: 01-jun-2018. Expiration date: 01-jun-2019. The implanted clips were not returned for evaluation. There was no reported device malfunction associated with the clip delivery systems (cds). A review of the lot history records for the implanted clips identified no manufacturing nonconformities issued to the reported lots. Based on information, patient effect of mitral regurgitation (mr) was a result of patient conditions/procedural conditions. A definitive cause for stroke and thrombosis cannot be determined. Death was a cascading effect of the stroke. The reported patient effects of cerebrovascular accident (stroke), mr, thrombosis and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director, and the reviewer concluded that given the time-course of the stroke and the death, it is unlikely that they are related to the device. Although a conclusive cause for the reported patient effects of (stroke and thrombus) and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.